Manufacturer narrative:
Date rec'd by MFR: 15mar2019. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test. The user interface was returned to philips for failure analysis. A visual inspection revealed a crack in the case. Operational testing was performed and it was identified that the on/off key was unresponsive when powering down the unit. It was identified that the key domes were not properly aligned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the on/off switch was inoperative. Reportedly, the device would not turn off. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.